Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of moderately calcified, tortuous lesion in left anterior descending artery (lad) through femoral access. During advancement of the viperwire into lad, it went down a side branch and broke off after being prolapsed. The size of the fragment is unknown. The vessel was primary wired with the viperwire. There was difficulty wiring due to patient anatomy. Atherectomy treatment with diamondback 360 coronary orbital atherectomy device (oad) was unable to be performed. The oad was not opened or inserted in the patient. The patient was taken to surgery for fragment removal. The patient was discharged from the hospital after successful surgical fragment removal.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of moderately calcified, tortuous lesion in left anterior descending artery (lad) through femoral access. During advancement of the viperwire into lad, it went down a side branch and broke off after being prolapsed. The size of the fragment is unknown. The vessel was primary wired with the viperwire. There was difficulty wiring due to patient anatomy. Atherectomy treatment with diamondback 360 coronary orbital atherectomy device (oad) was unable to be performed. The oad was not opened or inserted in the patient. The patient was taken to surgery for fragment removal. Additional information was received indicating the patient has been discharged from the hospital after successful surgical fragment removal.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported material separation, difficult to advance, material too soft/flexible and foreign body in patient resulting in surgical intervention and hospitalization appears to be related to operational context. In this case, it is possible that the reported material separation, difficult to advance, material too soft/flexible and foreign body in patient resulting in surgical intervention and hospitalization is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of moderately calcified, tortuous lesion in left anterior descending artery (lad) through femoral access. During advancement of the viperwire into lad, it went down a side branch and broke off after being prolapsed. The size of the fragment is unknown. The vessel was primary wired with the viperwire. There was difficulty wiring due to patient anatomy. Atherectomy treatment with diamondback 360 coronary orbital atherectomy device (oad) was unable to be performed. The oad was not opened or inserted in the patient. The patient was taken to surgery for fragment removal. Additional information was received indicating the patient has been discharged from the hospital after successful surgical fragment removal.

Manufacturer narrative:
Correction: g3 of previous report was 10/17/2025.

Event description:
It was reported that the viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of moderately calcified, tortuous lesion in left anterior descending artery (lad) through femoral access. During advancement of the viperwire into lad, it went down a side branch and broke off after being prolapsed. The size of the fragment is unknown. The vessel was primary wired with the viperwire. There was difficulty wiring due to patient anatomy. Atherectomy treatment with diamondback 360 coronary orbital atherectomy device (oad) was unable to be performed. The oad was not opened or inserted in the patient. The patient was taken to surgery for fragment removal. Additional information was received indicating the patient has been discharged from the hospital after successful surgical fragment removal.